Event description:
Edwards received information a patient with a 23mm aortic pericardial valve implanted 12 years, two (2) months, underwent valve-in-valve procedure due to severe regurgitation, stenosis, and aortic annulus calcification. Patient was discharged.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to a2, b5, b7, d6, f10, h6. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot conclusively be determined; however, patient factors and progression of patient's underlying valvular disease likely impacted the event.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. This device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards perimount rsr pericardial bioprosthesis, model# 2800, PMA# p860057/s001.

Event description:
Edwards received information that a 23mm aortic pericardial valve in the aortic position underwent a valve-in-valve procedure due to dyspnea on exertion due to severe aortic regurgitation after an unknown implant duration. The device was not returned for evaluation as it remained implanted.